Manufacturer narrative:
(B)(4). The returned part was not confirmed to be difficult to operate. An 1.8mm cable passed freely through the inside diameter of the tensioner with the cam unlocked. It held tension up to 100lbs then released. The tensioner body turns freely. The device exhibits wear and tear on the housing assembly spring and near scale blade, which indicates use during its time in the field. The product was measured against the print specifications at several dimensions and it was confirmed that all measurements taken were within specification. The device history records were reviewed and the records indicated that the device met specifications at the time of manufacture. The instrument had a potential field age of approximately 9 months at the time of incident. This device is used for treatment. The tensioner functioned as intended upon inspection, specifically, the tensioner body turned freely; therefore, this complaint cannot be confirmed and no product issue was identified. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that the device was found to be difficult to operate during kit inspection.